Event description:
My son had a tracheotomy downsizing performed. The trach brand name was a mallinckrodt shiley trach. I assisted the resident performing the procedure and it was very bloody. Just a few hours later my son went into respiratory arrest and cardiac arrest due to what the hospital had told me was plugged trach. The hospital does not have any record of when his alarm went off on his respiratory monitor and the delay in resuscitating my son caused him to experience anoxia to his brain. He suffered permanent disfigurement from the left side of his face drooping, esotropia from his eyes crossing, paralysis, neurological and cognitive impairment and other life altering disabilities. I have recently inquired information from the hospital if they saved the downsized trach they had to replace to be able to intubate him, to inspect it for defects or malfunction, reported this incident to the f.d.a. And manufacturer under the safe medical device act so that if there was a defect in the trach, they would not use it on any other child and prevent another child from suffering the tragedy my son has. I cannot get answers to my questions. I am requesting under the f.o.I act if hospital filed a medical device report for this incident.